Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen 500 mcg for a total dose of 49.98283 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2019 the patient reported pain. Examination on (B)(6) 2019 revealed pain. It was noted the patient's condition got worse in terms of their neck pain and discomfort to the point that they ended up going to the emergency room (ER) last week and when they saw the patient there, they did not find anything neurological of concern, but the patient's discomfort was indeed very bothersome. They decided to proceed with local application of anesthetic mediations in order to control it. Unfortunately, it did not make much difference. On (B)(6) 2019 the patient came for a follow up visit and requested to lower the pump to the lowest rate. On (B)(6) 2019 the patient's condition improved at this rate. The patient requested to have the pump turned off. After the pump was turned off, the patient's condition improved and the patient was scheduled for pump removal. The patient had pain on (B)(6) 2019. The entire system was explanted/not replaced on (B)(6) 2019. The devices were disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was pain/discomfort and the device diagnosis was other ineffectiveness of intrathecal baclofen pump. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. Other etiology indicated the patient's condition got worse with the pump. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receive from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to ineffectiveness of intrathecal baclofen pump. No further complications were reported/anticipated.